Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Company representative reported deflated tissue expander. This record is for an unknown side. Device was explanted.